Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller failed to recognize a purge cassette and generated a purge fluid not recognized alarm. The cassette was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
D4. Primary UDI number corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the purge cassette and purge fluid detection issues on ic3330 could not be determined due to the inability to reproduce.

Manufacturer narrative:
Corrected data. A27 has also been removed from h6. The investigation is still ongoing.

Manufacturer narrative:
H6 updated. Corrected data a1414 removed from h6 the investigation is ongoing.